Event description:
It was reported that the pump had downstream occlusion error, when it's really low. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Event history log was reviewed where multiple reports of "downstream occlusion alarm" was found. The reported event cannot be confirmed through occlusion test. Downstream occlusion sensor is functioning properly, no errors present. Upon further investigation, found downstream occlusion (dso) seal bubbled. Replaced dso seal. Performed performance verification testing, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Additional facility information: (B)(6).